Event description:
Customer reported the system displayed an x-ray overtime error and an exposure and overcharge error in film mode after exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the system needed new batteries. Customer has not yet decided whether to have ge or a 3rd party replace batteries. This MDR is related to ge healthcare complaint number.